Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 12, 2014-december 17, 2014. Visual inspection revealed floating white particulate matter. The cause of the condition was not determined. A CAPA currently exists that addresses this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white floating particles noted. This was identified after filling. The device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.